Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's lateral branch was difficult to cannulate. Despite multiple attempts neither a lead or inner catheter could be advanced beyond the dissection flap. The posterior branch proved too small and tortuous to accept a lead, therefore further attempts at coronary sinus (cs) lead placement was abandoned. No patient complications have been reported as a result of this event.